Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500. Model: sc-2218-50. Serial:(B)(4). Batch:(B)(4).

Event description:
It was reported that the patient was experiencing inadequate stimulation and undesired stimulation in the abdomen and lower part of chest. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were not returned as they were thrown by the facility.